Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2019-02917, related manufacturer reference number:1627487-2019-08730. It was reported the patient was experiencing ineffective stimulation. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken where the system was explanted.